Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for a check patient line alarm, it was reported that air was observed in the patient line. The patient was connected to the device at the time of the event for their initial drain of peritoneal dialysis therapy. During troubleshooting, there was nothing unusual with the supplies or the setup that could have caused or contributed to the reported event. The patient was advised to start therapy over using new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.